Event description:
It was reported that the emt's were lowering the cot to bed height to transfer a patient to the bed, the cot tilted. It has been reported that one emt strained her hand.

Manufacturer narrative:
Investigation still underway.